Manufacturer narrative:
Additional information revealed that the patient will be receiving a non-edwards transcatheter heart valve. As reported, the procedure was delayed due to patient conditions (severe nosebleeds).

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 3 years and 9 months post implantation of a sapien xt valve, moderate central aortic regurgitation (cai) was observed. As reported, at the time of the implantation, mild central leak was noted; however, the cai has progressed to 3-4+ and the gradient measured 30 mmhg. The patient has been on warfarin for a mechanical mitral valve; therefore, thrombosis is not suspected. A tee has revealed thickened and calcified leaflets and reduced leaflet motion. A valve in valve procedure is planned.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the central regurgitation cannot be confirmed; however, the cause of the stenosis is likely to be related to the pre-existing disease process. In addition, the stenosis could possibly be related to patient factors (htn, dyslipidemia). The central regurgitation will be corrected with the placement of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
In review of medical records (office visits), the post procedural images demonstrated minimal aortic valvular central regurgitation. Approximately 3 years post procedure, the patient was hospitalized with pulmonary congestion and severe breathlessness. Left ventricular systolic function was preserved and the mechanical mitral prosthesis was functioning normally. However, there was evidence of at least moderate severe central aortic regurgitation at least moderate aortic stenosis including a mean gradient of 30mmhg. At this time no treatment has been planned. The patient will meet with her cardiology to decide on whether or not to repeat her aortic valve replacement. Despite multiple attempts, no other information of treatment was provided.